Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap inguinal hernia - "first actuation double loaded (surgeon fired over vessel) and closed two clips improperly. Next actuation dry fired. Instructed surgeon to pre-load clip off vessel and the unit consistently double loaded clips and consequently dry fired. We were able to get 4 clips to close on vessels but the unit never loaded clips properly and finally jammed. Unit and clips from the procedure are being returned." Patient status: "fine."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Functional testing could not be executed due to the presence of coagulated blood on the unit. Engineering was unable to replicate the customer's experience of improper clip loading and difficult trigger actuation. The unit was disassembled for further evaluation; upon disassembly, engineering found a component of the device that was out of specification. This component likely led to improper clip loading and difficult trigger actuation. The root cause of the customer's experience may have been due to manufacturing. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.